Event description:
During treatment of a stenosis with the rotablator device, the burr became lodged in the artery. The physician was unable to dynaglide out; therefore, the pt was sent to surgery. The burr was removed during bypass surgery and the pt status was listed as okay.